Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 497 mg/dl. At the time of incidence. Customer¿s current blood glucose level of 200 mg/dl. And. Customer was treated with intra venous. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test. Unit was unable to prime during prime test due to loose/protruded drive support disk. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the dat test due to prime anomaly. Unit uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked/scratched reservoir tube window, a partially broken off reservoir tube lip and a missing end cap sticker.